Event description:
A malfunction was reported by the caller concerning the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin delivery.